Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2013-01965 and 1225714-2013-01966.

Manufacturer narrative:
This is one of three device reports associated with this event. Associated MFR reports: 1225714-2013-01965 and 1225714-2013-01966. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced an arrhythmia and sudden cardiac arrest, which is alleged to have been caused by the patient's exposure to the product.